Event description:
It was reported that the patient's implantable neurostimulator (ins) was working "very spotty." It was noted that patient was getting headaches, had memory problems, and had black spells which started about 6 months ago. In additional, the patient indicated that they had fallen 4 times in the past 3 weeks. It was unclear if the ins device played any part or had any impact on these events. The ins was implanted to treat the patient's regional pain syndrome (rsd) and a work-related incident. Additional information was requested, but was not available.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v035769, implanted: (B)(6) 2007. Product type: lead: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2012. Explanted: product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).